Event description:
This case was initially received via regulatory authority (B)(6) on 01-sep-2017. The most recent information was received on 07-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ("stomach bloated like a 4-month pregnancy"), genital haemorrhage ("loss of large clots of blood") and abdominal pain upper ("serious stomachaches like big contractions") in a (B)(6) female patient who had essure (batch no. C38211) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal distension (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion hospitalization) and abdominal pain upper (seriousness criterion hospitalization). On an unknown date, the patient experienced ovarian cyst ("4-cm ovarian cyst"), fatigue ("fatigue"), muscular weakness ("loss in muscle strength"), hot flush ("hot flashes"), anxiety ("major anxiety attack"), sexual dysfunction ("sexual problems"), loss of libido ("no more desire (sexual)"), abdominal discomfort ("daily pulling in lower abdomen"), white blood cell count increased ("more white blood cells than red ones") and blood urine present ("loss of pieces of skin with blood in my urine"). At the time of the report, the abdominal distension, genital haemorrhage, abdominal pain upper, fatigue, muscular weakness, hot flush, anxiety, sexual dysfunction, loss of libido, abdominal discomfort, white blood cell count increased and blood urine present outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain upper, anxiety, blood urine present, fatigue, genital haemorrhage, hot flush, loss of libido, muscular weakness, ovarian cyst, sexual dysfunction and white blood cell count increased with essure. The reporter commented: everything she does or has to do becomes a major burden because of the fatigue. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 08-sep-2017 for the following meddra preferred terms: abdominal distension. The analysis in the global safety database revealed 127 cases. Genital haemorrhage. The analysis in the global safety database revealed 590 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-sep-2017: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.